Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for head/neck non-malignant pain and spinal pain. Information was reported that a patient had lost weight and had a pocket revision (B)(6) 2015. No further complications were reported. No patient symptoms were reported.